Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, anti-hbs list 7c18, that has a similar product ausab, distributed in the us, list number 1l82.

Event description:
The customer stated that a false reactive architect anti-hbs result of 23.03 iu/l was generated on (B)(6) 2019 for a patient sample (sid 095911078060) that retested nonreactive at 0 iu/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of tickets determined normal complaint activity for lot 04315fn00. Tracking and trending for the architect anti-hbs reagent did not identify any trends. Worldwide field data was used to evaluate the performance of the architect anti-hbs reagent in the field; the median population result for lot 04315fn00 was noted to be comparable with all other lots in the field and confirms no systemic issue. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect anti-hbs reagent.